Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to operator error. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the received shipment box of the catheter was damaged and the top of the box folded shut and the tape was missing. The catheter present in the shipment was also damaged but the customer felt like they were intact to use but found that the lot of catheters were defective and the eyelet was also missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer received a shipment box of the catheter that was damaged. The customer also stated that the top of the box was folded shut, but the tape was missing. The catheter in the shipment box was also damaged but the customer felt like they were intact to still be used. However, a lot of catheters were found to be defective, and the eyelet of the catheter was also missing.